Event description:
It was reported that, "during the surgery, the insert locked into the triad cup (B) (4) with unsuccessful alignment. Therefore, the surgeon tried to remove the insert from triad cup by using the trident ceramic inst rmvl tool. However, when the surgeon was trying to remove the insert from the cup, the trident ceramic inst rmvl tool was broken. The fragment of the rmvl tool is remaining missing. The insert was dissociated from the cup and the surgeon implanted spare insert into the cup. There was not any fragment of rmvl tool on the x-rays".

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.